Event description:
It was reported that the 9900 system had poor image quality, grainy images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The iob board, the control panel processor, and image processor were replaced during the service call. The system was tested and found to be working as intended and put back into service.